Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a during an left ventricular lead implant procedure, examination of a surface electrocardiogram revealed right ventricular (rv) migration to the middle cardiac vein. Upon repositioning the rv lead, an insulation breach was visually noted as well. The rv lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.